Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that patient with a heartmate 3 used as a right ventricular assist device (rvad) had passed away due to multi-system organ failure. Leading up to the event, on (B)(6) 2022, they were implanted with vv-ECMO. The healthcare professional had been unable to maintain mechanical ventilation due to the patient having had viral pneumonia. On (B)(6)2022 the patient passed away.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261. Multiple organ dysfunction syndrome. No additional information has been provided. A supplemental report will be submitted once the manufacture's investigation is complete.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be determined through this evaluation. It was reported that the patient's outcome was not considered to be device or therapy-related and that the device operated as expected. Hm3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. It was reported that the heartmate 3 was used as an rvad, which is not an approved indication. The heartmate 3 is indicated for left ventricular assist device (lvad) support, and all labeling, physician training and customer marketing materials are aligned with this indication. Internal risk management and design documentation are also aligned with this indication. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, and hepatic dysfunction), infection (local, driveline, and pump pocket), and death, as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. No further information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.